Manufacturer narrative:
Batch review performed on 08 october 2020. Lot 2000168: 165 items manufactured and released on 07-apr-2020. Expiration date: 2025-03-15. No anomalies found related to the problem. To date, 87 items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on 08 october 2020. Ball heads: cocr 01.25.012 cocr ball head 12/14 ø 28 size m 0 (k072857) lot. 1910796 lot 1910796: 150 items manufactured and released on 16-mar-2020. Expiration date: 2025-03-03. No anomalies found related to the problem. To date, 108 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 month after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and revised the head and liner. The surgery was completed successfully.